Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a procedure, the balloon did not inflate. It cannot inflate and the valve seal was damaged/defective. Another device of the same lot number was taken to complete the case. There was no patient injury.